Manufacturer narrative:
(Device codes): (B)(4) captures the reportable event of working channel sleeve protrusion. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy with electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. Reportedly, there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.